Event description:
The user facility reported that water was leaking from their sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the heating element gaskets on the boiler were deteriorated. The technician repaired the sterilizer and found it to be operating properly. No additional issues have been reported.